Event description:
Journal reference: gill, et al. "Deep brain stimulation for parkinson's disease: the vanderbilt university medical center experience 1998-2004" tennessee medicine; 2007; 100: p 45-47. The article presents study results describing the outcomes and adverse event rates from 72 pts followed for an average of 22 months. The pts, all with advanced parkinsons disease, were being treated with unilateral or bilateral deep brain stimulation of the stn. A number of neurostimulation pt complications were reported. Reportable event: one pt experienced an intracranial hemorrhage (confirmed by CT scan) resulting in a permanent neurological deficit with hemiparesis and seizure disorder. Treatment information was not provided.

Manufacturer narrative:
.